Event description:
Aventis case ID: (B)(4). Initial report received on (B)(6)-2007 from a consumer for himself. A male pt, age not reported, with unspecified past medical history, had received injections of poly-l-lactic acid (sculptra) for unk indication on unspecified dates. No concomitant drug was mentioned. The pt wrote about unspecified side effects which occurred at unspecified dates at the time of the report, outcome is unk. Further info had been requested. Unk batch number.